Event description:
Medtronic received information that during a cardio-pulmonary bypass procedure, this hollow fiber oxygenator exhibited poor gas transfer with clinically acceptable act values. Subsequently, the oxygenator was removed and replaced just prior to completing the procedure, which was approximately sixty minutes in duration. There were no adverse patient effects as a result of this event. The oxygenator was returned for analysis.

Manufacturer narrative:
Evaluation method: device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Upon receipt, visual inspection noted body fluid contamination was present on the product. The product was decontaminated and forwarded to our laboratory for performance testing. As of today, performance testing of this oxygenator has not been fully completed. A review of the manufacturing records indicates that the product met specification prior to being released for distribution. Conclusion: the cause of this event cannot be determined at this time. When failure analysis testing is complete, we will forward a follow-up report to the FDA.